Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The "cannot use" message was played, and the equipment beeped three times. There was no negative patient impact.

Manufacturer narrative:
(B)(4).